Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician removed several stones successfully. The physician then tried to crush and extract an approximately 1 mm stone from the common bile duct and the basket got stuck in the papilla with the stone inside the basket. The wire in the handle broke, subsequently failing to crush the stone. The physician attempted to use a sphincterotome to extend the sphincterotomy and release the basket, but failed. The scope was removed leaving the device inside the patient. The patient was sent to surgery for a laparoscopic cholecystectomy with basket and stone removal. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot. Since the device was not returned for evaluation it is unknown how the device failed during use. Therefore, the most probable root cause classification is undeterminable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician removed several stones successfully. The physician then tried to crush and extract an approximately 1 mm stone from the common bile duct and the basket got stuck in the papilla with the stone inside the basket. The wire in the handle broke, subsequently failing to crush the stone. The physician attempted to use a sphincterotome to extend the sphincterotomy and release the basket, but failed. The scope was removed leaving the device inside the patient. The patient was sent to surgery for a laparoscopic cholecystectomy with basket and stone removal. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received as of (B)(6) 2013: according to the complainant, the ercp procedure on (B)(6) 2013 was scheduled to remove the stone, and then the patient was having her gallbladder removed during a ¿planned¿ surgery for a laparoscopic cholecystectomy at a later date. During the ercp procedure, when they attempted to use a sohendra device and the physician cut the sheath from the handle of the lithotripter basket. The wires within the sheath became frayed, so they continued to cut the sheath down and ended up cutting too much of the sheath off and did not have enough length to use the sohendra device.

Manufacturer narrative:
(B)(4) for the reported event of handle broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.